Event description:
It was reported the patient's ipg is shutting off by itself after 2-3 hours of use. When this occurs, the patient uses his magnet to turn the stimulation back on.

Manufacturer narrative:
(B)(4): 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.